Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 600 mg/dl. The insulin pump had keypad anomaly. Customer stated that there was no response from any button. Customer stated that the minutes was not changed. The customer was unable to perform troubleshooting for high blood glucose since they said that they have no strips sure t and they was on a hotel. The customer was advised to discontinue use of the insulin pump, revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test and self test. No button error alarm noted upon testing. (B)(4).